Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on the homechoice device. The patient was connected at the time of the alarm. The nurse has checked the setup thoroughly and there are no lines open. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.